Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: defective valve. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that mentor smooth round high profile, 420cc, had valve leak before implantation. No adverse event or patient contact reported.

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample, it was observed a tear in the union between the valve and the shell. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were discovered. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).